Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bent stylet in lead caused difficulty removing the stylet, caused 2mm retraction of lead in the brain. O-arm spin following removal of stylet showed that lead had retracted in the brain by approx 2mm. Surgeon was able to measure 2mm on the excess lead through the cover and then manually advance the lead by that amount. Placement was then verified by another o-arm spin. Lead remains implanted and issue considered resolved.